Event description:
During the device evaluation, it was observed that the video system center exhibit no endoscopic image. Water leakage was observed on both the (ap) circuit board and the (dp) printed circuit board, and moisture ingress into the device was confirmed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the investigation results, the most probable cause of the malfunctions are traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.